Event description:
It was reported that the patient inadvertently scrapped the ipg site which then developed an infection at the ipg scar site. As a result, surgical intervention was undertaken on (B)(6) 2026 where the drg system was fully removed to address the issue. The patient is healing well.

Manufacturer narrative:
Date of event is estimated.